Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuos and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure wa completed with a different device. No patient complications reported.